Manufacturer narrative:
Physio-control evaluated the customers device and was unable to duplicate the reported issue. The device was received with no charge-pak installed and only displayed the charge-pak icon. None of the error codes in the device history would have displayed the service wrench icon. The root cause of the reported issue of the device readiness indicator displaying the charge-pak, attention, and service wrench icons could not be determined. The device was destructively tested and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.